Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 09/15/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the alarm history revealed multiple records of call service alarms. On investigation, the pump powered on and emitted a call service alarm that could not be cleared. Investigation revealed a single component on the printed circuit board was out of specification. Investigation confirmed the emission of the reported call service alarm.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump gave call service alarms three or more times with a 30-day period. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.